Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedance measurements, greater than 125 ohms, on the right ventricular (rv) lead. The patient will be seen in ambulatory follow-up in the coming days. In the meantime, technical services (ts) was consulted for further review and troubleshooting recommendations. No adverse patient effects were reported. This device remains in service.